Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy, when firing the stomach, both handle started to fire but in the middle it stopped and there was a crunching sound. Staple line was fixed with another handle and surgery was changed into a gastric bypass to complete the case.